Manufacturer narrative:
Initial report also sent to mhra.

Event description:
Problem describes as below - "they are made of a different material than the previous nasal cannula and are currently not staying in place on a patient.this is leading to patients not recieving oxygen as they are not staying in place and are moving around the patients face".